Event description:
It was reported that during a da vinci partial nephrectomy procedure there was no video displayed on the left side monitor of the surgeon console. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issue experienced by the customer was associated with the high resolution stereo viewer (hrsv). The hrsv is located on the surgeon console and provides the video image for the surgeon console operator. The system was repaired by replacing the affected hrsv. The hrsv was returned to intuitive surgical for evaluation. Engineering discovered that the left side monitor of the hrsv had malfunctioned, thus causing the reported vision issue. As of (B)(6), 2011, there have been no reported recurrences of the issue at this hospital.